Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received a scs system on (B)(6) 2005. It was reported that the patient had stopped feeling stimulation and had not used the ipg for 2-3 years. The sjm representative found the ipg communicated with the programmer but he could not increase the amplitude above perception and low impedances on all contacts were observed. The doctor decided to remove the entire system and will not be reimplanted. The doctor discarded the system and therefore, will not be returned.